Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensors that would not stick to their body. They already had three that fell off of them. His blood glucose was 34 mg/dl and he declined troubleshooting for the low blood glucose. The sensor and the insulin pump will not be returning for analysis.